Event description:
During a surgical procedure, the arkon anesthesia machine display unit displayed the error message "gas analyzer failure". A portable rgm was brought into the room to complete the case with. After the case, the machine was removed from service until the gas bench was replaced/tested/cleared by biomed.